Manufacturer narrative:
The complaint of catheter breakage is confirmed and will be recorded as user related. The characteristics of the damage found on the complaint sample are consisted with a tensile break in which the elastic strength of the catheter has been exceeded. Gross visual and microscopic examination and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provide written directions for securing the catheter. The IFU also cautions the user. "To minimize the risk of catheter breakage and embolization, the catheter must be secured in place." The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to break. A lot history review (lhr) of reuf1089 showed no other similar product complaint(s) from this lot number.

Event description:
PICC line had to be replaced because of a hole and/or broken. Rn called to pt room. Dad reports PICC and tubing broke off. Rn enters room and assesses situation to find out pt rac PICC was broken a y-site connector. Sterile gauze applied and rapid response team notified. PICC removed.